Manufacturer narrative:
(B)(4). The device was not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During a request for assistance removing a homechoice automated peritoneal dialysis set from a homechoice (hc) machine during prime, it was reported that the set and a supply bag were not properly connected and disconnected. The home patient (hp) was not connected and was trying to start over new supplies. The technical service representative (tsr) assisted the hp in removing the set. No patient injury or medical intervention was indicated in association with this report. Additional information was requested and is not available.